Event description:
It was reported the customer received a no delivery alarm. Customer reported a bent cannula upon removal of their infusion set. The customer's blood glucose was 279 mg/dl. Customer treated their blood glucose with a 5 unit manual injection. The customer also stated the no delivery alarm was resolved by a complete infusion set change. Customer declined to return their supplies for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.